Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device delivered an inappropriate shock in secondary vector due to t-wave oversensing. Technical services (ts) assisted the health care professional (hcp) and reviewed all vectors. The primary vector was identified as having the best r:t ratio, therefore, the device was programmed to primary vector. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device delivered an inappropriate shock in secondary vector due to t-wave oversensing. Technical services (ts) assisted the health care professional (hcp) and reviewed all vectors. The primary vector was identified as having the best r:t ratio, therefore, the device was programmed to primary vector. Additional information was received. The s-ICD provided an inappropriate shock due to t-wave oversensing in the primary vector. Technical services (ts) requested the device data information in order to review the event and provide recommendations. The device data was not provided. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device delivered an inappropriate shock in secondary vector due to t-wave oversensing. Technical services (ts) assisted the health care professional (hcp) and reviewed all vectors. The primary vector was identified as having the best r:t ratio, therefore, the device was programmed to primary vector. Additional information was received. The s-ICD provided an inappropriate shock due to t-wave oversensing in the primary vector. Technical services (ts) requested the device data information in order to review the event and provide recommendations. The device data was not provided. It was also mentioned that the patient was seen in-clinic and the signals could be reproduced by movement of the right arm. The device was reprogrammed from primary to secondary vector. The s-ICD remains in service. No additional adverse patient effects were reported.